Event description:
It was reported that after an interventional peripheral procedure through a 6f sized sheath, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after uneventful clip deployment, bleeding continued. Leaving the clip in the vessel, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not the result of a potential product related deficiency, a sampling of finished devices is tested to verify functionality of the device. Failure to achieve hemostasis following clip deployment may be due to a number of factors including, but not limited to a mislodged or mislocated clip (because of inadequate nick and spread), bent/broken device due to tissue compaction, anatomical conditions and manufacturing. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. As for other factors, the information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. A review of the finished product lot history record (lhr) did not reveal any related nonconforming material records (ncmrs) associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record there do not appear to be any indications of a product quality deficiency.